Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that during a gravity infusion of dexmedetomidine, dobutamine and hydromorhone in the cicu on a neonate, the filtered set leaked at the connection point above the filter. Although requested, no other details were provided.

Manufacturer narrative:
Patient was a neonate, congenital heart defect. The customer¿s report that the filtered set leaked at the connection point above the filter was confirmed. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the filter extension set. The location of the luer gate on the female luer indicates that the luer was manufactured before the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the cracked female luer. No leaks were observed at the anti-siphon valve or anywhere else throughout the set. The root cause of the luer damage has been determined to be the location of the gate in the female luer production mold. This specific component sample shows evidence of having been manufactured prior to the change of the injection gate on the female luer..

Event description:
It was reported that during a gravity infusion of dexmedetomidine, dobutamine and hydromorphone, the filtered set leaked at the connection above the filter on a neonate in the cicu. Although requested, no other details were provided.